Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. It was noted that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump as advised. Caller was instructed to reach out again if the issue reappeared.